Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported that for the past 4 weeks, they have been having issues with their controller. The controller would stop at 91% and required movement within 2 minutes to finish administering the dose. The patient also mentioned experiencing back issues following a knee replacement and was awaiting an appointment at a pain clinic. Troubleshooting steps were taken, including walking the patient through settings and connecting to the pump, which resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.